Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a dim and discolored display screen. This report is made based on results of investigation completed on 12/15/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The display screen was observed to be dim and discolored. The battery compartment was observed to be cracked. Unrelated to these issues, during testing the time and date reset to default settings. The pump case was removed and the internal clock battery on the printed circuit board was found to have failed. (B)(4).